Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer said he purchased the meter about 3 weeks ago and got a reading of 278. He thought that was a bit high for him so he took medication to lower his glucose. About 10-15 minutes later he started feeling dizzy, weak, and he couldn¿t walk so he tested with a different meter and his glucose was 47. He had to eat some sugar to get his glucose back up and he just rested to feel better. He didn¿t specify when, but he called his doctor and told him what happened and his doctor told him to get rid of the meter and rest. His technique seems to be good; he is washing hands, using a new lancet, storing in bedroom. He is using alcohol swabs to cleanse hands and letting that dry before testing. He did a test before calling and got a reading of 221 on the prime and 167 on his other meter. He doesn¿t trust the prime meter anymore. Controls not used. Replacing product.